Event description:
It was reported that the lead exhibited a capture anomaly, low impedance and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The proximal insulation was abraded which resulted in an impedance anomaly.